Event description:
It was reported that allegedly on or about (B)(6) 2019 the patient was revised to a new stryker gamma nail and screws. It is further alleged that on or about (B)(6) 2019 the stryker gamma nail fractured and was revised on june 7, 2019 with a new stryker gamma nail and screws.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
It was reported that allegedly on (B)(6) 2018 the patient fell and fractured her left femur and was implanted with a stryker gamma nail and screws. It is further alleged that on or about (B)(6) 2019 the stryker gamma nail fractured and the patient was revised to a new stryker gamma nail and screws.